Event description:
It was reported that a patient on peritoneal dialysis (pd) had peritonitis with cloudy pd effluent. The patient stated they had the pd catheter (not a fresenius product) removed due to fungus/mold. During additional follow-up, the patient¿s pd nurse reported that the patient¿s peritonitis initially began on (B)(6) 2021 with symptom of cloudy effluent. It was reported the patient was seen in the outpatient pd clinic (on 15/mar/2021) and had a pd culture obtained which grew coagulase negative staphylococcus. The nurse stated the patient was prescribed antibiotics treatment with fortaz 1 gram intra-peritoneal (ip) daily on an outpatient basis. However, the nurse indicated the patient was not compliant with the treatment plan. The patient reportedly took the antibiotic every 3 days or skipped doses of the antibiotic. Per the nurse, the patient did not fully recover from the event. On (B)(6) 2021, the patient had a repeat pd culture (in the pd clinic) which revealed growth of yeast. As a result, the patient was hospitalized on (B)(6) 2021 and the pd catheter (not a fresenius product) was removed. The patient was also transitioned to hemodialysis and received unknown antibiotics during the hospitalization. Subsequently, on (B)(6) /2021, the patient was discharged from the hospital continuing outpatient hemodialysis. It was reported the patient has recovered from the event. Per the nurse the patient did not have any issues in relation to the bacterial and fungal peritonitis. The nurse attributed the events to a breach in aseptic technique and non-compliance.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd cultures yielded growth of the organism staphylococcus and yeast which are organisms that normally reside on human skin. Peritonitis caused by staphylococcal species are most often associated with touch contamination during the pd exchange. Moreover, yeast peritonitis is often associated with antibiotic therapy for bacterial peritonitis with decreased host immune response. Therefore, based on the reported information, the patient¿s ongoing peritonitis (both bacterial and fungal) can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. Moreover, the patient skipped antibiotic treatment and was non-compliant with medication regime to treat the peritonitis which likely led to prolonged infection.

Event description:
It was reported that a patient on peritoneal dialysis (pd) had peritonitis with cloudy pd effluent. The patient stated they had the pd catheter (not a fresenius product) removed due to fungus/mold. During additional follow-up, the patient¿s pd nurse reported that the patient¿s peritonitis initially began on (B)(6) 2021 with symptom of cloudy effluent. It was reported the patient was seen in the outpatient pd clinic (on (B)(6) 2021) and had a pd culture obtained which grew coagulase negative staphylococcus. The nurse stated the patient was prescribed antibiotics treatment with fortaz 1 gram intra-peritoneal (ip) daily on an outpatient basis. However, the nurse indicated the patient was not compliant with the treatment plan. The patient reportedly took the antibiotic every 3 days or skipped doses of the antibiotic. Per the nurse, the patient did not fully recover from the event. On (B)(6) 2021, the patient had a repeat pd culture (in the pd clinic) which revealed growth of yeast. As a result, the patient was hospitalized on (B)(6) 2021 and the pd catheter (not a fresenius product) was removed. The patient was also transitioned to hemodialysis and received unknown antibiotics during the hospitalization. Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing outpatient hemodialysis. It was reported the patient has recovered from the event. Per the nurse the patient did not have any issues in relation to the bacterial and fungal peritonitis. The nurse attributed the events to a breach in aseptic technique and non-compliance.